Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of the coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending artery with heavy tortuousity and heavy calcification. A 2.75 x 23 xience prime was successfully deployed; however, a dissection was noted which was treated with medication. The procedure lasted for 40 minutes; however, there was no clinically significant delay in procedure and no other patient sequelae. No additional information was provided.